Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) : analysis confirmed the initial report, the battery drawer was broken. It was also noted the upper and lower case halves were broken, the ring cover was contaminated, the battery contacts were compressed, the keyboard window was scratched and pitted and the liquid crystal display (lcd) was missing columns.

Event description:
It was reported that the battery door is missing the cover. No information was received indicating patient involvement.